Manufacturer narrative:
Evaluation of returned sample confirmed a broken mesh ring at the weld. The subject product was manufactured prior to the design change and is part of a previously initiated recall.

Event description:
It was reported that the patient started experiencing pain and bruising at the incision site around 2007. The incision site was re-opened five months later and a reported "piece of ring was excised from the mesh".